Event description:
On (B)(6) 2010, pt reported she has had 3 incidents where her blood glucose has dropped since she started pump therapy in (B)(6) 2010. Pt reported approximately 2 weeks ago during the day, she was shaking so she tested her blood glucose and it was 50mg/dl. Pt stated she drank some orange juice and added some sugar to in and was able to bring her reading back up to normal. Pt reported the 2nd incident occurred a couple of days later, before bed with a blood glucose reading around 50 mg/dl. Pt stated she was shaking and had symptoms of low blood glucose. Pt reported she drank some orange juice and her reading went up to 60-70 mg/dl. Pt stated 2 hours later, her reading dropped back down to 45 mg/dl and she drank more orange juice and then disconnected the infusion device while sleeping. Pt reported she woke up with a reading of 230 mg/dl, bolused, and was able to bring the reading down to 119 mg/dl. Pt stated the 3rd incident occurred when her reading dropped to 30 mg/dl around 10-11 pm on (B)(6) 2010. Pt reported she was sitting at the table with company and she started sweating, her neck was hurting and she was shaking and couldn't walk. Pt stated she didn't have orange juice or anything at the house so her mom brought her 2 (B)(6). Pt reported she drank both but her reading did not go up. Pt stated her nephew went to the store and bought her a candy bar, she ate that and her reading went up to 97 mg/dl and then back to 50 mg/dl. Pt reported she fell asleep and woke up in the morning with a reading of 70 mg/dl. Pt stated she was still weak in the morning, ate breakfast and her reading came up to 115 mg/dl. Pt's normal blood glucose is 130 mg/dl. Recommended pt speak to the doctor about the low readings and her basal rates. Recommended add'l training. Submitted request for add'l training. On (B)(6) 2010, regional clinical specialist reported she spoke with the pt and the pt has been off of the infusion device for the last 2-3 weeks and back to injections because she did not receive any supplies despite calls to the supplier. Regional clinical specialist stated the pt reported she just received supplies days ago; instructed pt to wait for her trainer before she goes back on the infusion device. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.